Manufacturer narrative:
E1: address 2: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 9atm for 25 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.